Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) nurse reported that a patient experienced peritonitis on (B)(6) 2016. Per the pd nurse the peritonitis was caused by failure to follow aseptic technique. The patient was not hospitalized. The patient was administered the antibiotics cefazolin, ceftazidime and vancomycin and continued with pd therapy.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification.